Event description:
A quanity of (6) bio-suturetaks were opened b/c implant would not seat on/in driver. There were 2 opposing "bumps" on the shaft of the implant that prevented the implant from fully seating on the driver. The implant broke into 2 pieces which then caused the shaft to scrape across the glenoid, scraping off a 4 mm section of cartilage.